Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported that the alarms were believed to be due to ventricular tachycardia (vt)/ventricular fibrillation (vf) arrest. A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established. The controller event log file contained events from 29oct2023 through 30oct2023. Low flow hazard alarms were captured on 30oct2023, some of which were associated with elevated pulsatility index (pi) values. No other notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 revolutions per minute (rpm) above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. In reference to pulsatility index (pi), sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found down by emergency medical services with low flows noted around 11:00:00am. The patient was brought into the emergency room coding. Log file review was requested. The log file captured low flow events on (B)(6) 2023, and there were also several low flow flags that did not persist long enough to trigger an alarm. The flow began trending downward on (B)(6) 2023 around 11:08:07am. The flow dropped to 0.3 liters per minute (lpm) at 11:28:00am and then began to recover to 2.9 lpm at the end of the log file at 12:10:05pm. The pump was maintaining the speed as intended. Additional information stated that the cause of the low flow alarms was believed to be ventricular tachycardia/ventricular fibrillation arrest. The alarms resolved once admitted to the emergency department. Oxygen was administered, a laryngeal mask airway (lma) was placed, an intraosseous vascular (io) was placed in the right tibia, and 1mg of epinephrine was given. A return of spontaneous circulation (rosc) was achieved, and flows began to improve. The patient received nicardipine, lactic acid and troponin trending, and a right heart catheterization was planned. The patient was on a ventilator. The patient passed away on (B)(6) 2023. The death was not considered to be device related, and the device operated as expected.